Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change-out due to eri, externalized conductors were observed under fluoroscopy. The lead was capped on (B)(6) 2017. The patient was stable.